Manufacturer narrative:
A2 and b5 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the trajectories looked to be less than 3.5 millimeters (mm) deviated.

Manufacturer narrative:
F26: no patient impact f1906: aborted guidance f1908: delay to the procedure of less than one hour h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system used during a sacroiliac and thoracolumbar procedure. It was reported that during a t10-l2 case, after performing successful registration and verifying the x-ray looked good, the main monitor and surgeon monitor appeared to look off laterally on the left and medial on the right. The local representative (cc) reported that both monitors seemed to show a visual shift. The cc reported they tried snapshot and an advanced accuracy test, and it looked off on the divot. They also attempted to re-register and issue persisted. The robot was aborted from the case and they proceeded using navigation with the navigation system. After the case, the advanced accuracy test and stress test were performed and both passed. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.